Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported that with regards to triset that the blood port on the triset was inverted and leaking when flushed. There was patient involvement, and no harm reported.

Manufacturer narrative:
Investigation summary received one (1) used list# unknown quadfuse set for inspection. As received, the nanoclave was stuck down. The seal was folded over. The reported complaint can be confirmed. The probable cause is due to access at an angled entry. The directions for use states: "connectors are compatible with iso male luers having an internal diameter between 0.062¿ and 0.110¿. Access connectors straight on. (Without angled or sliding entry)." A device history record lot# review could not be conducted because no lot number(s) was/were identified.